Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsk5 scissors did not coagulate during the first procedure. The surgeon complained that the scissors did not "vibrate" (activate). Another device was used to complete the case. There was no consequence to the pt.